Manufacturer narrative:
Refer to the following fields for additional information: d9, g3, g6, h2, and h3 refer to the following fields for evaluation information: h6, and h10 intuitive surgical, inc. (Isi) received the monopolar curved scissors involved with this complaint and completed the device evaluation. Failure analysis investigation confirmed the reported complaint. The instrument was found to have a broken grip cable at the distal idler pulley. The distal idler pulley spun freely and did not exhibit any damage. No functional test could be performed due to the cable breakage. The root cause of a distal broken grip cable is attributed to a component failure.

Event description:
Refer to h10/h11 for follow-up information.

Event description:
It was reported that during a da vinci-assisted hysterectomy - benign surgical procedure, the monopolar curved scissors had broken cables. The procedure was completed with no reported injury. Intuitive surgical, inc. (Isi) followed up on 5-oct-2022 and 11-oct-2022 and obtained the following additional information: additional information was requested; however, the site could not provide additional information about the reported event. The reporter did not have the patient information, relevant tests, or relevant patient history.

Manufacturer narrative:
Isi has not received the monopolar curved scissors for evaluation. Therefore, the root cause of the customer reported failure mode has not been determined. A follow-up MDR will be submitted if additional information is obtained. A review of the instrument log for the instrument (pn 470179-19/lot # k11220704-0254) associated with this event was performed. Per logs, the instrument was last used on (B)(6) 2022 on system (B)(4). The instrument had nine uses remaining after last use. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: it was alleged that the instrument broke and it is unknown if a fragment fell inside the patient during a da vinci assisted procedure. At this time it is unknown what caused the breakage to occur. While there was no harm or injury to the patient, the reported failure mode could likely cause or contribute to an adverse event if it were to recur as unintended fragment(s) falling into the patient may require surgical intervention.